Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient developed leakage of cerebrospinal fluid. The trial procedure was stopped and will be rescheduled.